Event description:
On (B)(6) 2011 the patient contacted animas to report that on the morning of (B)(6) 2011 he obtained the elevated blood glucose reading of 303 mg/dl. At that time, the patient experienced the symptom of nausea and tested (B)(6) for ketones. The patient did not report seeking any medical attention or treatment. The patient reported that he had not changed his infusion site with the elevated blood glucose level, as recommended by the pump manufacturer. Troubleshooting determined the pump was functioning appropriately. The pump was returned to animas for evaluation, with passing results. No insulin delivery issues were found. There is no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not changing the infusion site after an elevated blood glucose reading. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation, with passing results. On (B)(4) 2011 the pump was evaluated, and no insulin delivery issues were found.